Event description:
The facility reported a colleague infusion pump with failure code 810:11. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006. During review of the event history on september 13, 2010, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). . The device has not been previously sent into service for the reported condition of ?fc 810:11. The reported condition of failure code 810:11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. Complaint no: (B)(4).